Event description:
It was reported that balloon rupture occurred. A 7.0 x40, 75cm charger¿ balloon was selected to dilate the lesion. However, the balloon popped. The whole system were able to be taken out of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit and the balloon was inflated to its rate of burst pressure. The inflation device was verified before and after use with a calibrated pressure gauge . A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found the shaft was severely kinked and stretched along its length. This type of damage is consistent with the application of excessive force to the delivery system. The od of an undamaged portion of the shaft was measured with a digital snap gauge and is within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x40, 75cm charger balloon was selected to dilate the lesion. However, the balloon popped. The whole system were able to be taken out of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).